Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, it was difficult to unload needle from instrument and the needle broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not received for evaluation.